Event description:
Customer reported to beckman coulter, inc. That the unicel 600i synchron access clinical system generated an elevated troponin I (accutni) result on a patient sample. Customer reported the elevated result was reported out of the laboratory. The patient was admitted to the intensive care unit. Serial blood draws were then obtained from the patient (3 hours and 6 hours after the initial sample). The troponin I results for the serial blood draws were within the normal reference range. Customer reported that there was no death or injury. It is unknown if there were changes to patient treatment. Bec field service engineer (fse) noted the reagent storage temperature duty cycle to be > 0.9 percent of the time. The fse replaced the peltier unit. The fse also performed maintenance. The fse performed a high sensitivity system check, system check, and all levels of quality control. The results were within the assay and instrument specifications.

Manufacturer narrative:
Reagents used in conjunction with the unicel dxc 600i synchron access clinical system: access accutni calibrators s0-s5, lot 123132; access accutni 2 x 50 determinations lot 224073.